Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to slightly loose drive support disk. No motor error alarms were noted and the motor was tested outside the device and passed. The operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked lcd window and minor scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 410 mg/dl. The customer treated the high readings with syringe. The customer's wife stated that the pump stopped working. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.